Manufacturer narrative:
Investigation summary: it was reported that needles are either blocked or have no hole. To aid in the investigation, twenty-one samples were received for evaluation by our quality team. Nineteen samples are labeled as "working" and two samples are labeled as "not working." A visual inspection was performed and no defects or imperfections were observed. Each sample was then functionally tested by connecting it to a syringe with saline solution. The two samples labeled as "not working" did not expel the solution; they are clogged. The remaining nineteen samples expelled the solution. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305128, lot number 0252738. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd precisionglide¿ needle the needles were clogged. The following information was provided by the initial reporter: it was reported that needles are either blocked or have no hole.